Event description:
The ge doctor's monitor that is used during the performance of interventional radiology (ir) guided biopsies has a defect on the screen that could potentially result in an error of wrong site procedure. The ge monitor contains fonts that are sans serif (without feet)- this causes the monitoring screen letters and numbers to be confused. The example that almost created an error a couple of weeks ago, was that the letter "I" (stands for inferior)and the number "1" have the same appearance on the screen when it is in use. Approximately two weeks ago, the ir fellow was preparing the patient when he looked at the screen and noted that the "I" said "185". He prepared to mark the patient for biopsy and was off by 10 cms. In this procedure, we aim for millimeters, so this created a huge problem and almost caused an error. This error has been brought to ge's attention for correction, without any action on their part. A patient event was narrowly averted yesterday. The issue was brought to ge a year ago. They noted the purpose of the "I" in line 6 (xy i40.00 ax) on the image is to identify if the location on the scan is "inferior" vs "superior." In the example below, i40.00 indicates "inferior" 40.00, not 140. The first character should not be interpreted as a "1" even with its similarity to the "I" because the user needs to know if the location on the patient is inferior or superior. Manufacturer response for the CT system is system ID ctxtra, CT system is system ID ctxtra (per site reporter): contact from ge is aware of the issue that we have been having.

Event description:
The ge doctor's monitor that is used during the performance of interventional radiology (ir) guided biopsies has a defect on the screen that could potentially result in an error of wrong site procedure. The ge monitor contains fonts that are sans serif (without feet) - this causes the monitoring screen letters and numbers to be confused. The example that almost created an error a couple of weeks ago, was that the letter "I" (stands for inferior) and the number "1" have the same appearance on the screen when it is in use. Approximately two weeks ago, the ir fellow was preparing the patient when he looked at the screen and noted that the "I" said "185". He prepared to mark the patient for biopsy and was off by 10 cms. In this procedure, we aim for millimeters, so this created a huge problem and almost caused an error. This error has been brought to ge's attention for correction, without any action on their part. A patient event was narrowly averted yesterday. The issue was brought to ge a year ago. They noted the purpose of the "I" in line 6 (xy i40.00 ax) on the image is to identify if the location on the scan is "inferior" vs "superior." In the example below, i40.00 indicates "inferior" 40.00, not 140. The first character should not be interpreted as a "1" even with its similarity to the "I" because the user needs to know if the location on the patient is inferior or superior. Manufacturer response for the CT system is system ID ctxtra, CT system is system ID ctxtra (per site reporter): contact from ge is aware of the issue that we have been having.